Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called the paramedics because of low blood glucose with a reading of 20 mg/dl. The customer was treated at home, currently she has reading of 127 mg/dl. The customer reported of no delivery alarm and was confirmed in the alarm history. The delivery alarm was resolved when the infusion set was changed. No further information reported.